Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: patient age reported as in the 70s. This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2022, the patient underwent removal surgery and open reduction internal fixation with the trochanteric fixation nail advanced (tfna) system for a fracture of the subtrochanteric femur which occurred after the patient¿s initial surgery. During the surgery, it was confirmed that the head of two screws were broken; the surgeon tried to remove the screws with a hollow reamer. The tip of the reamer tube broke. The surgeon used another reamer tube; however, this reamer tube also broke. The surgeon managed to remove the broad plate and the narrow plate and tried to fix the tfna long nail. When the surgeon tried to drill the bone with a non-synthes intramedullary nail drill for insertion of distal locking screw, the tip of the intramedullary nail drill was deformed by the hardness of the bone. The surgeon managed to drill and make a screw hole. During insertion of the locking screw, the tip of the inter-lock screwdriver deformed and could not be used. The surgery was completed successfully with less than thirty minutes delay. Patient was stable. This report is for an unknown screw. This is report 2 of 4 for (B)(4) and captures the intraoperative events that occurred on (B)(6) 2022. The postoperative subtrochanteric fracture is captured under (B)(4).